Event description:
The customer noted that the alarm is broken and the indicators are not working. There was no patient incident or injury reported. Evaluation for the returned product shows that the unit powered on. When tested the low battery indicator did not work.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set) that occurred during dwell 3 of 4. The actual sample was available and the reported issue was not confirmed in the lab. Visual inspection, functional test and pressure test (8psi) was performed on the returned sample with no abnormality observed. Batch review was also conducted on the reported batch with no abnormality observed. With this record is an associated record for leak of dianeal; actual samples was reviewed and the reported issues was confirmed. A 3 mm x 3mm v shaped cut was found at 9 cm from the bottom center seal on the bottom chamber panel. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable from hole in dianeal. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The actual sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
An alarm occurred during dwell 3/4 on the homechoice machine. The patient found the floor was wet, but the leak area was not identified. There was no patient injury or medical intervention.